Event description:
It was reported that the during a routine device change out, visible insulation cracking was noted by the physician upon dissectingtissue around the suture tie-down of the right ventricular lead. The lead was repaired with silicone sleeve and medical tape. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4): c154dwk implantable cardioverter defibrillator 2007-(B)(6); 4194 implantable pacing lead 2007-(B)(6), (B)(4).